Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and out of range impedance measurements. Subsequently, the patient underwent a lead revision, and it was noted that the leads were under inserted, however the leads were tested and found to be adequate and were connected to the existing device. Other than the surgical procedure, no additional adverse patient effects were reported. This right atrial (ra) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).